Event description:
Customer reported unexpected negative results with capture-r ready screen 3 (crrs 3) on the echo.

Manufacturer narrative:
Review of results: crrs(3) lot r092. Screening cells 1-3 visually appear negative. Confirmed the reactivity of the jkb antigen, and the absence of the cw antigen on retention capture-r ready screen 3 (crrs3) lot r092. Performed antibody screen on returned sample on the echo and by manual capture using our retention crrs 3 lot r092. The sample exhibited 3+ positive reactivity with cell iii on the echo and 4+ reactivity with cell iii by manual capture. Testing using the customer's returned capture-r ready indicator cells (crric) exhibited negative reactivity with cell iii on the echo and 1+ reactivity with cell iii by manual capture. It appears that the customer's crric has been compromised and may have caused the unexpected negative reactivity.